Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 21 mmol/l, 6.2 mmol/l, and 6.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer's test system was lost in the mail.